Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter city: (B)(6) prefecture - reported here as it exceeded the maximum character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Block h11: a flexima biliary stent and delivery system were received for analysis. The stent was returned along with the delivery system. Visual inspection revealed that the guide catheter was detached, stretched, buckled accordion, and kinked. The push catheter suture hole was torn, and the suture was not returned. No other issues were noted with the stent and delivery system. Product analysis confirmed the reported events of stent failure to deploy, guide catheter stretched. The investigation concluded that the reported events and additional observed damages of guide catheter detached, guide catheter kinked, torn suture hole and detached suture were most likely due to procedural factors such as the tortuosity of the procedure or the technique used by the physician resulted in the reported events. Excessive force applied during the stent deployment attempt likely caused the guide catheter to stretch, buckle accordion, and kink, leading to its detachment. Additionally, the suture was most likely detached due to the amount of pressure during the attempted deployment. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was implanted to treat pancreatic stones in the pancreatic duct during an endoscopic balloon dilatation (ebd) procedure performed on an unknown date. During the procedure, an attempt was made to place a flexima biliary stent, but the inner tube was stretched, and stent could not be released. The procedure was completed using another of the same device. There was no patient complication reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed a guide catheter detachment. Please see block h11 for full investigation details.